Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, user reported that obsolete scan codes from the original plx install were defaulting on the labels generated by nursing. The scan codes were failing because the ndcs were no longer in use in the ehr, resulting in a delay in administering the medication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, user reported that obsolete scan codes from the original plx install were defaulting on the labels generated by nursing. The scan codes were failing because the ndcs were no longer in use in the ehr, resulting in a delay in administering the medication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ es server, user reported that obsolete scan codes from the original plx install were defaulting on the labels generated by nursing. The scan codes were failing because the ndcs were no longer in use in the ehr, resulting in a delay in administering the medication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the users found that obsolete scancodes from the original pyxis logistics exchange (plx) install were defaulting on user generated labels, causing scan failures because the ndcs were no longer active in the electronic history record (ehr). A technical support specialist (tss) dialled into the server to validate the barcode for medid 07693187 and found linked and verified scan codes, including an auto linked scan code excluded by the customer. Due to limited documentation, advice was sought from product support engineer (pse), and multiple email communications were exchanged with the customer to clarify barcode behaviour, including inconsistencies in printed scan codes across different years. Further investigation involved confirming whether barcode printing via plx and remove transactions followed the barcode user guide. It was identified that the customers workflow did not align with recommended practices, as they declined enabling print/scan on remove. An enhancement request was suggested, while the customer also requested cleanup of obsolete barcodes. Coordination with pse, integration engineering support team (iest), and field engineering led to engagement, who worked with the customer and product team. Ultimately, obsolete barcodes were removed, and it was concluded that the issue stemmed from both improper barcode maintenance by the user and system limitations in determining the correct barcode when workflows deviated from standard print label on remove processes. The system functioned as intended after the technical support specialist troubleshoots the device.